Event description:
On (B)(6) 2011, it was reported that rotaflow drive with serial number (B)(4) at (B)(6) hospital needed repair due to a head error. No other information was provided. Reference: complaint (B)(4).

Manufacturer narrative:
(B)(4). Attempts were made to obtain additional information regarding this event. However, the attempts were unsuccessful and no additional information was obtained. Reference: complaint (B)(4).